Event description:
Same case as MFR report #: 2134265-2010-01041. This complaint is now reportable based on analysis completed on (B)(6) 2010. It was reported that during a coronary drug eluting stenting treatment procedure, the stent was unable to cross the lesion. The patient presented with angina pectoris. The 80% stenosed eccentric de novo lesion measuring 5.0mm in diameter and 16mm in length was located at a non-tortuous and non-calcified bifurcation of the left anterior descending artery and an unprotected left main artery. The lesion was predilated with a 3.0x15mm non bsc balloon which reduced the stenosis to 50%. A 5.0x16mm taxus liberte' drug eluting stent was advanced to the lesion and before it could be fully deployed at 16 atms, the stent dislodged in the location of the left main artery and proximal left circumflex artery. A 5.0x24mm taxus liberte' stent was advanced to the left anterior descending artery and was deployed to crush the dislodged stent. Three non bsc balloons measuring 3.0x15mm, 3.5x15mm and 4.0x15mm were passed through the side holes of the 5.0x24mm taxus liberte¿ stent to dilate at the site of the bifurcation. The physician attempted to advance a 5.0x12mm taxus liberte' stent though the side holes of the 5.0x24mm taxus liberte' stent, but could not cross. The physician ended the case at that time. No further patient injuries or complications occurred. Patient status is satisfactory. Product analysis revealed there was stent damage.

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination identified stent damage. Distal stent struts on rows 1 to 3 were misaligned. Proximal stent struts on row 1 were misaligned also. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. The tip was kinked approximately 4mm from the distal edge. This type of damage is consistent with attempts to cross the lesion. Solidified blood was present within the inflation lumen, therefore indicating the device had been used in vivo. No kinks or damage were noticed along the remaining shaft of the device. The balloon section of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).